Manufacturer narrative:
(B)(4). The device was not returned for eval and review of the device history record was not possible as the lot number is unk. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU. Arya, et al. Long-term results and the predictors of outcome of catheter ablation of atrial fibrillation using steerable sheath catheter navigation after single procedure in 674 pts. Europace (2010) 12, 173-180.

Event description:
It was reported in a literature article that a groin vascular complication occurred. The pt presented with atrial fibrillation for a circumferential left article pulmonary vein ablation. An agilis steerable sheath was used in the procedure. The groin vascular complication was noted during or immediately after ablation. The pt required surgical intervention. Add'l info was requested, but is not available.